Event description:
Reporter indicated a dell x5 vns computer screen was freezing during interrogation and programming events. Reinserting the flashcard resolves the freezing, but it continues to recur. The dell x5 computer and flashcard have been returned and are currently in product analysis.